Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was not confirmed. However, a power switch crack and possible dust triggering a b40 error were observed. The probable cause of the defects was due to wear and tear damage with customer mishandling and with increasing use/time. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center display a b40 error. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the b40 error occurred due to an intermittent circuit board malfunction caused by the dust accumulation that was inside of the device. However, the b40 error was unable to be duplicated during the device evaluation and a final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.